Event description:
It was reported that this system was implanted but was unable to convert the induced arrhythmia. The next day, the doctor explanted the system and implanted a transvenous system. The defibrillation threshold testing was performed. The transvenous system successfully converted the induced arrhythmia. There were no additional adverse patient effects. The device was returned for analysis.